Manufacturer narrative:
On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: tibial mobilization in cemented tka 5.5 years after primary. The very low quality images show that components were apparently placed correctly; perhaps an uneven cement mantle may have affected long term performance of the tibia, but this cannot be stated with certainty with the paucity of information available. However, there is no indication that a faulty component originated the problem. Batch review performed on (B)(6) 2017. Lot 113787: (B)(4) items manufactured and released on december 19, 2011. Expiration date: 10/31/2016. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to anterior knee pain and aseptic loosening of the tibial component confirmed by spec-CT. The surgeon explanted and replaced the tibia and inlay. The surgery was completed successfully.